Event description:
The customer contacted baxter's technical service center to report a heater not working which occurred on home choice (hc) during use during "connect yourself". The baxter technical service representative (tsr) was unable to reset the heater and the solution was cold. A swap of the device was arranged. There was no patient injury or medical intervention indicated at the time of the initial report. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrived.

Manufacturer narrative:
(B)(4). The reported difficulty of a cold heater/heater not working was neither confirmed in the device logs nor duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. The root cause of reported difficulty of a cold heater/heater not working was undetermined. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.